Event description:
The customer reported that the 9900 system monitors were intermittently dim during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor 12 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.